Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 due to high blood glucose of 600 mg/dl and not being able to breath. The cause of death was organ failure and diabetes. The customer had blood clot in a lung and had kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was removed on (B)(6) 2015, when he went to the hospital. The caller stated that the insulin pump was removed due the illness that put the customer in the hospital. The customer did not use sensors. The caller declined returning the insulin pump for analysis. The caller did not have the insulin pump at the time of the phone call, therefor, the device information used on this medwatch report is the last known insulin pump to have been issued to the customer.